Event description:
Bii - breast implant illness due to breast reconstruction following bilateral mastectomy. Memory issues, brain fog, migraines, fatigue, eye/vision problems, pain/soreness with continued redness and other discoloration, discomfort, and disability. Reference report: mw5120328.